Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, beijing, 100176. Block a: fe information was not obtained due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that, during installation of the system, a field engineer's finger got pinched in the dolly he was using to remove the front cover of the gantry. The reported injury was treated with two stitches.